Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. For: omni pod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient received an occlusion alarm while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and nausea. The patient was treated with an insulin drip and was released after spending one week in the hospital. The pod was removed at the hospital and patient was prescribed lantus and humalog insulin to continue treatment with manual injections. This pod was discarded.